Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited impedance issue. No intervention was made. The patient was in stable condition.